Manufacturer narrative:
Reference medwatch 2032227-2015-03517 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was around 30 mg/dl but her sensor glucose reading was higher. The customer had issues with her transmitter. The insulin pump was not communicating with the transmitter. She received a lost sensor alarm. The product was not returned. Nothing further to report.